Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the connection was intermittent during interrogation on the device. Using a usb extension cable for the bluetooth receiver resolved the event. The patient was stable.